Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 locked up during the case when trying to deploy a clip. The al326 finally released, but soon locked up again and no other clips would deploy. There was no consequence to the pt.